Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. 18015671 thought to be the lot number.

Event description:
The customer reported that one child with recent clabsi had multiple changes to the central line due to leaking of the maxzero. Although requested, no further details have been provided.